Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unknown healing collar was unable to be removed from the implant during impressions. Doctor applied anesthesia to the patient and continue to try removing the healing collar from the implant resulting in the implant came out with the healing collar attached. Tooth location 8.

Event description:
Additional information received confirmed that implant was received for investigation; however, the reported healing collar was not found to be attached to the implant.

Manufacturer narrative:
The unknown healing collar was not returned attached to the an impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) as it was reported. Visual inspection of the as returned product identified a coating of residue around the implant, but no signs of significant damage or deformation. The implant did not have an abutment stuck in it, nor was the reported unknown healing collar returned at all. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. In addition, the implant was in placed at tooth location # 8 and was in place for approximately 5 months. No relevant patient factors that could cause or contribute to the reported event were noted in the per. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed for the reported unknown zimmer abutment, as the lot and part numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (mount fracture) or device (tsvh10 and unknown healing collar). Therefore, based on the available information, device malfunction could not be verified and the reported event is non-verifiable.